Event description:
Customer's wife reported customer received low readings (actual readings not reported), on his freestyle freedom lite blood glucose meter and subsequently experienced vertigo, vomiting and headaches. She also reported he was using freestyle lite test strips. She further reported he was hospitalized on two occasions in 2009 and the following month, and was diagnosed with hyperglycemia. On original date, customer was treated with an intravenous infusion of unknown type. On the following month, the only treatment rendered was a blood draw for laboratory analysis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Retain samples from test strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open". The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action was reported to the district office on 10 jun 2009.